Manufacturer narrative:
H3 other text : device was not accessible for evaluation.

Event description:
It was reported that the brake does not function. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.